Event description:
A (B)(6) female patient, (B)(6), was operated on (B)(6) 2009 to repair an enterocutaneous fistula that resulted in the creation of a colostomy. The product, surgimend was used as an underlay/bridge with adaptic used between the product and a wound vac. Patient was seen on (B)(6) 2009 to clean up the colostomy and everything looked fine. On (B)(6) 2009, during a vac dressing change, the product looked as thought it had melted away. The vac was replaced for further treatment. The conclusion from the surgeon was that the surgical site was probably infected. There was no product to evaluate. The manufacturing record for this product lot could not be reviewed since the lot information was not available from the surgeon/health care facility. The probable cause for the failure was patient wound site infection.